Event description:
It was reported that the customer received a motor position encoder error and motor error alarm. The customer's blood glucose was 124 mg/dl. The customer stated that insulin pump was not exposed to a strong magnetic field. The customer states that they are unable to complete the rewind sequence. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to confirm e70 error alarm due to erased history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. The insulin pump passed rewind, basic occlusion, prime/a33and displacement tests. The insulin pump has cracked battery tube threads and reservoir tube lip.